Event description:
A surgeon reported a posterior capsular bag tear by the intraocular lens haptic during cataract surgery. A vitrectomy was performed. The haptic was pulled off during removal of the lens. The intraocular lens was placed in the sulcus. The anterior capsule remained intact, and the wound was stable and clear of vitreous at the end of the case.